Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. The device was visually inspected. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due issue with expulsor. As a result, the expulsor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was stated that the pump displayed the following error: funding rate borderline. There was no reported patient involvement. Evolution of the returned device was confirmed the reported issue that the flow rate is outside the specification (+5.140%).